Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella cp pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). The patient was implanted on (B)(6) 2021 and explanted on (B)(6) 2021. It was reported that soon after the impella device was implanted the patient showed signs of hemolysis. The patient¿s urine was the color of red wine. The impella was adjusted, and haptoglobin and blood products were administered. No further information was provided.